Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were down and was not communicating. A technical support specialist (tss) identified that the server was offline and contacted the user to inform about the issue. The tss requested escalation to the hospital information technology team for a server reboot. The tss confirmed that the server was restored, it was back online and verified that no messages were stuck. The tss received confirmation from the user that the issue was resolved and obtained permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations not communicating; continuously showing loading while attempting server connection. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.